Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 39565-30, serial# (B)(4), product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for chronic low back pain and other chronic/intractable pain in their trunk/limbs. The patient reported having an unrelated surgery late (B)(6) 2017. The patient stated that following the surgery they thought their neuropathy had gotten worse, but then they realized that it was not that, it was that they could feel the wires. They thought their wires slipped down below their waist and they could feel the wires through their skin. The patient stated that it felt like a couple of little wires and a couple of big ones and they have never been able to do that before. The patient would follow up with their healthcare professional (hcp). No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.